Manufacturer narrative:
Unit received with a critical pump error (open book error) due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at battery compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.